Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/20/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a red and itchy rash, located in the abdominal area. On (B)(6) 2016, the patient spoke to a doctor regarding the reaction. The affected area was treated with over-the-counter hydrocortisone cream. Additional event or patient information is not available no product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.